Event description:
The account alleged the head hi/low will drift down slowly. No pt impact.

Manufacturer narrative:
The account replaced the cardiopulmonary resuscitation valve to resolve the issue.